Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error could not be confirmed. The returned device was tested with multiple scopes and an error was not observed. However, a worn video connector latch was found, causing poor connection with video cables; it was determined replacement of the video connector was necessary to resolve the problem. A software update for the device was recommended. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that communication errors "b30" and "e216" occurred. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the report of a "b30" error.

Manufacturer narrative:
Correction: h10 - device evaluation - both error codes b30 and 216 were not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the b30 communication error occurred because the device could not be connected properly due to a worn-out video connector latch. This was likely causing the endoscope communication error. A definitive root cause was not established, however as the failure was not confirmed during evaluation. Olympus will continue to monitor field performance for this device.